Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin use.